Event description:
It was reported that the seat and back rest were broken and would not hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.